Event description:
It was learned through implant patient registry and investigation that a 23mm 3300tfx aortic valve in aortic position was explanted and replaced with a 23mm 11500a aortic valve after an implant duration of 9 years, and 4 months due to stenosis. The patient presented with shortness of breath. Reportedly, the patient was in recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 23 mm 3300tfx aortic valve in aortic position was explanted and replaced with a 23 mm 11500a aortic valve after an implant duration of 9 years, and 4 months. Reason for reintervention was not provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.